Event description:
The abbott field service representative (fsr) indicates that a lls/pm bd with slope score option was found to have an approximately one square inch section that was burnt. The issue was observed while installing architect i1000sr analyzer. The fsr states that a burn smell was noticed when the analyzer was powered on for the first time, however the damaged lls/pm bd with slope score option, was not identified until troubleshooting the analyzer two days later. The fsr replaced the lls/pm bd with slope score option with another one and continued with the installation of the analyzer. No injury was reported.

Manufacturer narrative:
No patient involvement; (B)(4) charred. The investigation team reviewed in house documentation regarding abbott diagnostic equipment and accessories are certified to the appropriate safety standards, and adequate protection is provided for the operator against electrical shock or burn, excessive temperature, spread of fire from the equipment, and liberated gases, explosion and implosion. The architect system operations manual provides adequate instructions regarding electrical hazards and an emergency shutdown procedure. The architect i1000sr service and support manual contains the instructions for the removal and replacement of the lls/pm bd with slope score option. A review of trending and a search for similar tickets in the iq database identified no adverse or nonstatistical trends related to this issue. Since the field service representative (fsr) replaced the damaged lls/pm bd with slope score option, no subsequent complaints of this nature have been documented against s/n (B)(4). Based on the available information, a deficiency in the system was not identified.